Event description:
Pt reported that a comparison between pt's ss meter and a healthcare professional, respectively (567%). Amount of time that elapsed between the tests was not provided. The pt reportedly was experiencing symptoms of hypoglycemia at the time pt's ss meter reading was 307 mg/dl. Pt could not be reached by phone to verify or obtain add'l info. Letter was sent to the pt requesting that the pt contact lfs. The meter was replaced. There was no allegation of harm.